Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized; however, it was unknown if the patient was treated for the event. On an unreported date, the pd therapy was discontinued due to the removal of catheter. The patient was on hemodialysis. At the time of this report, patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.